Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance. A boston scientific technical service consultant reviewed the data and determined the out of range measurement is most likely due to change in tissue such as calcification rather then lead/conductor issue as all other trends are normal. Patient received appropriate therapy one year ago which confirms shock delivery is not effected. Additional testing was recommended. The rv lead remains implanted. No adverse patient effects were reported. New information was received that this right ventricular (rv) lead exhibited out of range shock impedance (greater than 127 ohms). A technical service (ts) consultant reviewed device data noting trending over the last year of increasing shock impedance. Ts provided recommendations for programming, and lead integrity testing with maneuvers/isometrics and to include a 1.1j commanded shock and 41j commanded shock to verify integrity. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that an alert was transmitted for a high out of range shock impedance measurement. Boston scientific technical services reviewed the data and determined the out of range measurement is most likely due to change in tissue such as calcification rather then lead/conductor issue as all other trends are normal. Patient received appropriate therapy one year ago which confirms shock delivery is not effected. Additional testing was recommended. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.